Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue: pump making a continual "droning" noise when turned on. Pump has not been dropped and is kept in a pump pouch. The noise irritates the patient. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 6/30/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: ¿ez-prime¿ steps were performed correctly, no groaning noise or any eaw occurred during the investigation, unable to duplicate ¿groaning noise¿ complaint. The pumps¿ cover as removed, no intermittent condition was found to the pcb or to the cgm module , no physical damage was found inside the pump. Black box and alarm history shows no activity outside of normal daily use. Unrelated to the complaint, the battery compartment is cracked at the case seal, returned battery/cartridge cap were used during investigation.